Event description:
It was reported that the customer's pump screen was broken, rendering the touchscreen unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. No additional information was provided.